Event description:
It was reported that the zimmer electric dermatome had an inconsistent running speed and was surging. It was reported that the device would stop operating under a very light load. It was further reported that alternative power consoles, cords, and blades were tried. However, the problem remained. The facility reporting the incident is a (B)(6) bank. There was no report of harm or pt injury associated with this event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 01/08/2008 and has no repair history at zimmer surgical. Prior to repair it was observed that the device was within calibration spec. The device's motor did not operate within specs, as it operated slowly during initial inspection and displayed excessive current draw during post-repair analysis. In post-repair, it was noted that the motor also had corrosion on the outside of the casing. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.